Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the damaged fibre bonding in the outer tube area (distal end) was traced to component failure, and the cause of the poor image quality was the foreign material present in the cover glass of the insertion section. In addition, the cause of the foreign material present in the cover glass of the insertion section could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damaged fibre bonding in the outer tube area (distal end), and the image quality was poor due to foreign material present in the cover glass of the insertion section. There was no patient involvement.